Event description:
During a scheduled procedure, surgeon attempted to use the 10 mm ethicon laparoscopic endopouch ref# pouch. The item failed and a second was brought to the or(operating room). The second one also failed to operate properly. Each had the same ref#- they both had the lots# 514c95 and exp 2028-06-30. A third was opened and used. The procedure was completed after the third item functioned. Ref report: mw5146017.